Manufacturer narrative:
The account replaced the head up valve to resolve the issue.

Event description:
The account alleged that the bed had no head up function and that the head section is in the low position. No pt impact.